Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) became unresponsive and required cardiopulmonary resuscitation. A remote monitoring consultation was performed, and no episodes had been recorded in the 72 hours prior to the event. The presenting electrogram (egm) showed the device to be operating as programmed with the patient in atrial fibrillation and biventricular pacing just at about the programmed lower rate limit. Boston scientific technical services recommended testing and reviewing thresholds as it appeared that the patient had not been seen in over a year. Approximately three months later, the patient experienced another cardiac arrest; the patient was required to be intubated and was non-responsive. The presenting egm displayed inhibition of left ventricular (lv) pacing with right ventricular (rv) pacing. A chest x-ray was performed which was unremarkable for any issues. The programmed lv output was noted to be sub-threshold and the lv was intermittently capturing. The physician reprogrammed the device to obtain consistent lv capture. Rv undersensing was also noted; the device was reprogrammed to be more sensitive. Subsequently tachy mode was ordered to be programmed off by the physician. The physician made a comment that they were concerned the patient's heart failure had worsened as a result of lack of bi-ventricular pacing.

Event description:
Additional information was received after doing an online obituary search. It was confirmed that the patient passed away two days later.